Event description:
It was reported that the medical cockpit turned into a blue screen (like a computer blue screen), and system rebooted automatically during use. Fortunately, a nurse who was on rounds at the time was nearby, so the device in question had been replaced immediately and mechanical ventilation for the patient could be continued with other ventilator replaced.

Manufacturer narrative:
The investigation was based on the reported event and log analysis of the affected device which indicated a communication problem between the cockpit and the ventilation unit at the reported time. Root cause was an access problem on the hard drive that caused a boot error during warm boot, causing a temporary loss of cockpit function while ventilation was in progress. The blue screen was most likely due to a temporary solid-state disc (ssd) error. We recommend replacing the solid-state disc (ssd). The device reacted on a detected deviation as specified and notified the user by audible and acoustical alarms. The user switched off the device via rocker switch. In addition, the log file shows that the device was multiple times switched of via rocker switch directly and not the usual shut down process as described in the IFU. This can damage the ssd. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. The number of failed disk drives reported from the field is within the accepted range as assessed by the responsible product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.